Event description:
A nurse reported following an intraocular lens implant procedure, the patient could not see well reading or distance. Near vision target not near enough for her needs. The lens was later exchanged in a secondary procedure. Additional information has been requested and received which states that this lens issue was discovered (B)(6) 2021. Patient was a contact lens wearer. She was a +2.00 hyperope. She used this left eye for near for monovision. We calculated for her a residual of -1.88 with the barrett formula. She ended up one month post op on (B)(6) 2021 with a refraction of plano-0.75x085 = 20/30. Her surgery was routine with no complications. The lens loaded easily, opened easily in the eye and centered well. Post operatively she complained of decreased near vision. Her original k readings average was 47.46 and post op three months was 47.27 so her lack of near vision was not due to a dramatic change in k readings. The issue there for was simply between the desired and achieved refractive error.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it was reported that a 27.0d lens was exchanged for a 29.0d lens due to blurred vision near and distance. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).